Event description:
It was reported that the customer might have over delivered insulin to herself with 120 units of insulin in an attempt to commit suicide. It was stated that the customer admitted giving herself 6 of the maximum 20 unit boluses. Customer's spouse found her on the bed and gave her 3 tubes of glucose as well as juice to bring her up and was taken to the hospital. Customer was treated at the hospital with food and glucose tablets. Blood glucose at the time of the admission was 371 mg/dl. Customer's spouse inquires about ways of preventing the insulin pump from delivering insulin. It was stated that the drive support cap is recessed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.